Manufacturer narrative:
This report is one (B)(6) of two grafts related to the complaint. The second (B)(6) will be documented in MDR 2247686-2025-00012. In the follow-up information provided by the doctor, it states that the "large biograft that extends from the common femoral on the left to the popliteal in the area of hunter's canal; that is markedly irregular most likely secondary to damage done by previous thrombectomy throughout its entire course." The graft lot: 20m593-001 was not received for evaluation. Two artegraft devices being anastomosed in sequence also adds the opportunity for failure at that end-to-end junction, particularly when a mechanical thrombectomy has occurred. Without additional information, a root cause cannot be conclusively determined. A review of the DHR was performed with no issues being noted for batch: 20m593, all release criteria met specifications. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. Grafts are designed to meet specifications of iso 7198 testing. Baseline water permeability of grafts is established through baseline testing to ensure cellular infiltration will allow incorporation with native tissue at the anastomosis site. Wall thickness specifications are also established using 7198 to ensure adequate connection with native tissue. Every graft undergoes 100% pressure testing. During pressure testing, grafts are inspected for (wall ballooning) or fiber separation. The issue was not able to be confirmed. No definitive root cause was identified. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
Patient had left fem pop below knee surgery on (B)(6) 2022 using composite ag740 (B)(6) was stitched to ag715 (B)(6) for total length. About 1 yr ago the patient had mechanical thrombectomy by another surgeon (didn't know date). Patient then lost to follow up. Patient presented on (B)(6) 2025 for CT scan which showed aneurysmal degeneration in multiple locations. Dr. (B)(6) took patient to surgery on (B)(6) 2025 and replaced segment from groin to above knee with 8mm ringed ptfe which he tunneled thru aneurysmal artegraft.